Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and received the following additional information: the instrument was inspected prior to use. When the reported issue occurred, suturing was being performed. The instrument did not collide with any other instruments. There were no issues related to opening/closing the grips. There were possibly two cables protruding from the distal end of the instrument. No fragments fell into the patient. The procedure was delayed by 45 minutes. The surgeon reportedly had concerns over the prolonged anesthesia time. Isi received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additionally, the instrument was found to have a dislodged flush tube guide. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that the large suture cut needle driver instrument developed a broken cable. The procedure was completed with no reports of patient injury.